Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 68 mg/dl was entered in the pump by the user on (B)(6) 2018. The lowest bg captured by continuous glucose monitor (cgm) on (B)(6) 2018 was 123 mg/dl. User made bolus requests while still having insulin on board (iob) and without entering current bg level. There were no erratic basal rate adjustments. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels. However, the exact values were not provided. Reportedly, customer declined troubleshooting and customer did not suspect the pump was the cause of bg. Customer declined to provide further information regarding the event.